Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 600 mg/dl while wearing the pod between 24 and 36 hours. The patient reports the pods adhesive had become detached from the pod causing the cannula to become dislodged at the pod infusion site, (arm). As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the adhesive pad was observed to be partially detached from the device. No damages or defects that would cause the adhesive pad to detach from the device were observed. It could not be determined when or how this event took place. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.